Event description:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) reports backup batteries failed and shuttle transducer out of specifications. There was no patient involvement reported.

Manufacturer narrative:
Parent investigation completed on 08/08/2024 the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the batteries to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.